Manufacturer narrative:
One impl tapered scr-v mtx 6m m 5.7mm 11.5mm (tsv6b11) was returned for investigation with an associated unknown abutment and crown. Visual inspection of the as returned product identified that the implant is fractured at the collar and worn at the threads. No pre-existing conditions were noted on the per. The reported event could not be recreated due to the nature of the dental device and event (fracture & medical conditions). Appropriate documentation was reviewed. DHR review was completed for the subject lot number 63196838. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (63196838) for similar events (complaint category keywords: fracture; bone loss) and no other complaint was identified. Based on the available information, device malfunction has occurred and the reported event alleging implant fracture was confirmed following inspection of the returned implant.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Weight unknown / not provided. PMA (510k) #: k013227.

Event description:
It was reported that the implant had mobility and when the crown was removed a fracture was present as a result there was bone loss no injury to patient other than implant being removed. No permanent impairment. Tooth location # 30.